Manufacturer narrative:
H3: product analysis: evaluation of the device confirmed device seizing. The most likely cause of failure was detached distal bearing. It was also noted that the burr wobbles when it's inserted into the attachment, the tube's laser markings are faded and the tube was warped internally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was frozen. There was no patient impact reported due to the event.